Event description:
Employee in distribution lifted box to shoulder and felt wetness; on checking box of formalin, identified # of 90cc containers leaking. On further exam, second employee exposed on hands. First employee changed shirt and cleaned shoulder; second employee washed hands.